Event description:
It was reported that the device generated the alarm message df 50.0002 and stopped working during use on a patient. The ventilator was immediately replaced. No injury was reported.

Manufacturer narrative:
The affected device was analyzed by dräger service onsite. During the analysis a faulty power supply was determined to be the root cause. The device was successfully repaired by replacing the power supply. In case the device shuts down due to a faulty power an audible power fail alarm is active for at least 2 minutes. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. The user has to disconnect the patient from the device and continue ventilation without delay using another independent ventilator. The field failure rate is tracked and considered inconspicuous. The risk assessment concerning the reported event does not reveal any new or additional risk.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device generated the alarm message df 50.0002 and stopped working during use on a patient. The ventilator was immediately replaced. No injury was reported.